Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent hyperglycemia and occasional hypoglycemia while using the ilet system, including a period of glucose over 400 mg/dl after an infusion interruption and bent cannulas, and the user attempted to correct highs by making false meal announcements. Symptoms included hyperglycemia and hypoglycemia. Outcomes included user self-management with subcutaneous insulin injections and oral glucose for lows, with coaching to follow the ketone action plan, adjust meal spacing, and use correct low-treatment dosing. Investigation included case review, user coaching, and troubleshooting of infusion set technique. Investigation of this case revealed bent infusion cannulas and user technique issues, including use of fake meal announcements, as contributors to the glycemic excursions; the infusion set was replaced and proper insertion steps were reviewed, with consideration of a steel cannula if bending persists. It was concluded, based on previously established findings for similar reports, that user technique and infusion set integrity were the most probable causes.